Event description:
It was reported that a user who recently initiated ilet experienced a hypoglycemic event during sleep, with the lowest blood glucose documented at 38 mg/dl, after noting concurrent use of a heart medication associated with hypoglycemia; the ilet provided a low glucose alert, and the user later reported that their healthcare provider advised discontinuation of the pump. Symptoms included unawareness during sleep. Outcomes included correction of hypoglycemia with glucagon and no need for outside assistance or medical intervention. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed an adverse event of hypoglycemia with an unclear cause, with potential contributory factors including a concomitant medication that lowers glucose; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.